Manufacturer narrative:
D4: product sn and UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the driveline was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis. There were no log files submitted from this system controller. Per additional information, the patient was doing well and were discharged home with no notable deficits/issues. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ instructs users how to properly connect the driveline to the system controller by rotating the safety lock to the unlocked position, aligning the arrow on the driveline with the arrow on the system controller and pushing firmly, and the moving the safety lock so it covers the red button. Heartmate 3 instructions for use section 5 entitled ¿surgical procedures¿ addresses that the pump may take up to 10 seconds to start upon exchange/startup. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the new power module battery was not working. The battery was disconnected for 10+ minutes and reconnected, a system test was attempted, however the red battery and yellow wrench alarms still showed. The power module backup battery was exchanged. It was additionally reported that the patient's spouse exchanged their system controller due to an alarm. It was unclear what the alarm was as they immediately panicked and switched out the system controller without calling the clinic. The patient's spouse was unable to fully connect the driveline to the backup system controller as they could not get it to lock. The patient became unresponsive and went into cardiac arrest due to the pump being off due to the driveline being unable to be reconnected to the system controller. It was noted that over the phone the clinic was able to walk the spouse through the steps to resolve the issue. Upon arrival to the emergency department, it was reading "replace system monitor" and it was exchanged. Through further investigation it was found that the patient was still on their original system controller. It was assumed that the alarm at home may have been a replace system controller alarm. Log files were submitted for review and captured a controller internal fault event on 21jun2024 at 23:25:57. The driveline was disconnected at 23:29:32 and reconnected at 23:39:39 with the pump returning to set speed. The pump operated at set speed until (B)(6) 2024 at 1:12:59 when the driveline was disconnected. It was noted on (B)(6) 2024 that the patient was doing well now and was discharged home with no notable deficits/issues. Related manufacturer reference number: 2916596-2024-04326 (power module). Related manufacturer reference number: 2916596-2024-04460 (pump). Related manufacturer reference number: 2916596-2024-04461 (primary system controller).

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.